Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer is calling back with blank display after receiving new battery cap. Customer reports display is blank. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. The customer was assisted with troubleshooting and the display did not return. Customer states the pump has not been dropped or bumped recently. Customer states the pump has not been exposed to moisture recently. The insulin pump will not be returned for analysis.